Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 26mm sapien 3 ultra resilia transcatheter heart valve (thv) was implanted in the aortic position via a right transfemoral approach in a patient with a pre-existing non-edwards bioprosthetic valve, during the procedure, complications arose when the crimped thv became lodged between the leaflets and the upper stent-frame ring of the non-edwards during positioning, prior to any attempt at deployment. Several maneuvers were attempted and at the end, 1 ml was injected into the commander delivery system in an effort to slightly inflate the balloon and facilitate release of the thv. During the pull-back maneuver to disengage the thv, the valve appeared partially deformed, raising concerns about potential damage. Subsequently, the thv dislodged from the commander end, as confirmed by fluoroscopic imaging. Due to the valve dislodgement, surgical intervention was required to remove the device. Approximately 15 minutes after the procedure concluded, the patient went into shock, likely due to prolonged lower body ischemia during vascular access and perfusion interruption. Despite resuscitative efforts, the patient could not recover from the shock and passed away shortly thereafter.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for thv dislodged off balloon and subsequent patient death was confirmed based on the evaluation of the provided imagery. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. As per description event, ''1 ml was injected into the commander delivery system in an effort to slightly inflate the balloon and facilitate release of the thv''. Provided imagery shows the thv frame partially and asymmetrically expanded and flared at inflow side. Also, valve is observed dislodged from delivery system in the abdominal aorta. No delivery system nor guidewire is visible across the thv. In this case, the balloon was slightly inflated (1ml) to attempt to withdraw the entire system from the pre-existing implanted valve. Due to increase of valve profile, when the commander delivery system was attempted to withdrawal, the partially expanded valve may have disengaged from the system, leading to dislodge into the vasculature, as reported. Additionally, device manipulation applied to overcome the resistance felt during withdrawal can also contribute to the thv dislodgment. As such, available information suggests that procedural factors (withdrawal of partially expanded valve, excessive device manipulation) likely contributed to the event. However a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.